Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the forceps elevator had foreign material, several parts of the scope were dirty, the objective lens was chipped, the connecting tube was scratched, the grip was scratched, the scope cover was scratched, the switch box was dented, the control unit was scratched, the universal cord was scratched, the scope connector was scratched, the angulation was reduced, the knobs had play, distal end cover was scratched, and the light guide lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU); however, a definitive root cause of the foreign material on the forceps elevator and device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the olympus representative reported the customer was trained to reprocess the scope according to the instruction for use; however, there was a possibility that sufficient brushing was not performed during reprocessing.